Event description:
During trouble shooting of a check heater line alarm the home patient (hp) reported that they had changed out the cassette and not the solution bags from the previous set up. The baxter technical service representative (tsr) explained that the setup was compromised. The tsr assisted the hp with ending the therapy. The tsr advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product. This complaint is confirmed for use error but the assignable cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.